Manufacturer narrative:
It was reported that a customer received a no delivery alarm on their insulin pump. The pt's blood glucose level was at mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. No further info was provided.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The pt's blood glucose level was at 287 mg/dl. The customer stated that there were no significant event that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.